Event description:
"Pump went blank and needed to be reprogrammed. No further problems. Sent to clinical engineering. Still being tested." Upon further query, the following info was provided: the pump was programmed to deliver dilaudid 1 mg/ml, in the pca only mode, with a 0.2 mg pca dose, a 15-minute pt lockout, and a 5 mg 4-hr limit. The pt felt "dizzy and lightheaded" after a requested bolus was delivered between 10:00 pm and 12:00 am. The nurse reported that during assessment of the pump settings, "around midnight", it was noted the pump display was blank. The pump was powered on, reprogrammed with the settings indicated previously, and therapy resumed. There were no reported adverse pt sequelae and no medical interventions were required. After a review of the pump history, the customer confirmed there was an error in programming of the device. Though requested, no additional info was provided.